Event description:
Per the clinic, the patient experienced an extrusion of the device. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, due to extrusion of the receiver/stimulator secondary to wound opening. The patient then underwent skin revision surgery to revise the wound opening. This report is submitted on august 02, 2022.

Manufacturer narrative:
This report is submitted on august 25, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and was subsequently treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on october 18, 2022.